Manufacturer narrative:
(B)(4) date sent: 10/3/2016. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the titanium tip broke. The broken piece was retrieved by forceps and was discarded. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # k9107j. The device was returned in good physical condition with the blade tip intact and not broken off as reported by the customer. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. The device was disassembled to inspect the internal components and it was found that the blade was cracked at the pin hole under the shroud of the device. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Since as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment, no conclusion could be reached as to how the pin hole got cracked. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.